Event description:
An endovascular stent was hand crimped onto an unknown balloon catheter and an attempt was made to advance to sds, without the guiding catheter, to the target lesion in the patients renal artery. Due to a thrombus formation within the renal artery resulting from a dissection which was caused by the pre-dilatation balloon, it was reported to be impossible to advance the sds to the renal artery. Subsequently, the stent became dislodged from the balloon catheter and embolized into the iliac artery. In response, the stent was dilated and successfully placed at the iliac artery. There were no complications reported relative to this event.